Manufacturer narrative:
The pump was received with an intermittent down arrow button response due to a flattened button dome switch. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the right arrow key on the insulin pump was sticking. Customer stated that the down arrow button was sticking. Customer also stated that he needed a new glucometer. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.